Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly would not deflate. It was further reported that the health care provider inserted a guidewire and allegedly perforated the balloon; however, during retraction through the sheath the balloon allegedly became stuck and detached from the catheter. Reportedly, another competitor's balloon catheter was inserted and advanced over the guidewire to the lesion to remove the balloon segment; however, during the second retraction through the sheath the competitor's balloon allegedly could not be withdrawn into the sheath; therefore, the catheter, the sheath, and the guidewire were removed together as a single unit, resulting in a loss of access to the lesion. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. A manufacturing review was conducted. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the ultraverse rx catheter was returned in two segments. The distal end of the detached balloon segment was protruding from the distal end of the introducer sheath. The cordis saberx pta balloon was also inserted through the introducer sheath and the distal end of the balloon was protruding out the distal end of the sheath. The 0.014" guidewire was returned fully inserted through the cordis saberx pta balloon. The ultraverse rx catheter containing the rest of the catheter and the hub was examined. The balloon detachment occurred at the balloon catheter bond and the catheter was stretched in appearance just proximal to the detachment. The location of the detachment was examined under microscopic magnification. The introducer sheath tip was noted to be flared, likely indicating retraction issues. Functional/performance evaluation: both balloons were advance through the introducer sheath. Upon advancement, it was noted that the distal end of the ultraverse rx balloon was prolapsed over the distal tip, likely indicating retraction issues. A 5.4cm segment of the inner catheter was also detached with the balloon. The location of the balloon detachment and the prolapsed portion of the balloon were examined under microscopic magnification. No anomalies were noted to the cordis saberx pta balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a balloon detachment and sheath retraction issues based upon the condition in which the sample was received. The investigation is inconclusive for deflation issues, as the sample was returned in poor condition and functional testing could not be performed. It is likely that the inability to fully deflate the balloon contributed to the retraction issues and the balloon detachment. The root cause for the deflation issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current ultraverse rx instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly would not deflate in the sfa. It was further reported that the health care provider inserted a guidewire and allegedly perforated the balloon; however, during retraction through the sheath the balloon allegedly became stuck and detached from the catheter. Reportedly, another competitor's balloon catheter was inserted and advanced over the guidewire to the lesion to remove the balloon segment; however, during the second retraction through the sheath the competitor's balloon allegedly could not be withdrawn into the sheath; therefore, the catheter, the sheath, and the guidewire were removed together as a single unit. There was no reported patient injury.